Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod for longer than 48 hours. The patient reported that the needle had gone into the patients insertion site (abdomen) and not the cannula. In addition it was reported while the needle had deployed it had left a bruise on the patients thumb and upon removal of the pod from the insertion site there was a tear left.

Manufacturer narrative:
The returned device was evaluated and the device was returned with the linkage assembly in the fully deployed state and the slide insert visible through the viewing window. The formed needle was seen exposed past the bottom housing and in the exposed portion of the soft cannula. Upon removing the top housing from the device, the formed needle was seen disengaged from the slide retract, and visible damage was observed on the slide retract due to the formed needle not being installed correctly. Blood was observed on the adhesive pad; the symptoms relating to bleeding/bruising and skin irritation were both caused by the exposed needle. No drive stalls, time outs or alarms, were observed in the download data. No other damages or deficiencies were found during the investigation.